Event description:
It was reported that patient required a revision surgery due to dislocation.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2022-01619, 508-32-103, s803 - dislocation, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.